Event description:
Related manufacturer reference number:1627487-2023-03964. It was reported that following weight loss, the patient was experiencing pain at ipg site and ineffective stimulation. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg and leads were explanted on (B)(6) 2023 to address the issue.